Event description:
Procedure type: high anterior resection. According to the rptr: ta was placed across upper rectum and fired normally. When circular stapler placed up the rectum there was a leak of watery fluid from one end of the staple line. There was no stress, or difficulty in passing gun up, which left the surgeon to believe there is a problem with staples at one end of the staple line. Therefore end was revised and restapled with new ta45 gun. The staple line needed to be resected. Applied another device lower in the rectum. Pt status - fine and well.

Manufacturer narrative:
(B)(4).